Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the patient line of the homechoice cassette was disconnected from the transfer set. This occurred during fill three of five of peritoneal dialysis therapy with no alarms reported. It was further reported that the transfer set was still in use. Renal therapy services (rts) assisted in ending therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.